Event description:
Beginning in 2006, we have sporadic issues outlined below with the medex neonatal monitoring kit #mx9533t. Rubber port at blood sample site "popping" out. Flush syringe disconnects from tubing. These items were returned to the MFR on both 1/9/07 and 3/7/07.